Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The compressor transformer was concluded onsite to be faulty by the field service engineer. The replaced transformer was sent in for further investigation. A leakage in the internal tubing was also found and the internal tubing was replaced, but has not been sent for further investigation. Note: compressor tubing is replaced when performing 10000 hour maintenance. Visual inspection of the returned transformer did not reveal any deviations. The electrical measurement verified that there was an increased resistance outside specification between one of the primary circuits. The reported issue has been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019.

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref #: (B)(4).